Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the anchor snapped during the procedure. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.